Event description:
It was reported that the stopper is rigid and cannot aspirate from tube with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the stopper appears to be rigid and has a pipetting problem. Consumer reports that using sysmex xn1000 equipment to do blood count, the tube used is edta. The manual guides replacement of the suction needle that pierces the stopper with 120,000 cycles, the customer equipment is with 102,000. The equipment cannot pierce the bd tube stopper. Reports that the cover of the bd is more rigid. The problem is not identified when using greiner tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper is rigid and cannot aspirate from tube with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper appears to be rigid and has a pipetting problem. Consumer reports that using sysmex xn1000 equipment to do blood count, the tube used is edta. The manual guides replacement of the suction needle that pierces the stopper with 120,000 cycles, the customer equipment is with 102,000. The equipment cannot pierce the bd tube stopper. Reports that the cover of the bd is more rigid. The problem is not identified when using greiner tube.